Event description:
Caller reported a malfunction on the pump, identified by a malfunction code, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised that they may continue using the pump and to call back if any issues arise again.